Event description:
Customer reported that he is a new device user and he is attempting to change his infusion set and reservoir for the first time but noticed there is a large bubble in the reservoir and needed assistance on removing it. Customer was advised he could either reconnect back to the transfer guard or prime the bubbles out. Customer stated he was going to reconnect and try to manual prime the bubbles out. Customer was also instructed he could change the reservoir if needed. Blood glucose is 180 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.